Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to pacing inhibition and oversensing of an unknown noise, that caused more than 2 seconds of asystole. No additional adverse patient effects were reported.